Manufacturer narrative:
This report is being filed as a retrospective complaint review. The instrument was not returned for evaluation, so the part number and lot number could not be confirmed. The dirty instrument was properly cleaned, placed back within the tray and sterilized for use at the facility.

Event description:
Instrument contains foreign matter.